Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Observed that system, it is showing maintenance require alarm, vacuum filter is malfunctioning so need to replace. The fse replaced new vacuum filter and checked found ok. Then checked with demo balloon and trainer for sometimes it is working without alarm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a may require maintenance alarm issue.there was no patient involvement.